Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that injector n35-o tubing was disconnected and leaked. The following information was provided by the initial reporter: material no.: 515052 batch no.: unknown. It was reported that the connector that was attached to the fk was detached from the injector. Per pir: "at 0600, pt called rn into room d/t his fk tubing becoming disconnected from his cvc. Upon entering the room, rn found blood and fk spilled all floor. The connecter attached to the fk was detached from the injector despite having a blue safety clip attached to it. Fk stopped, floor cleaned, and pt was disconnected from the tubing. New bag of fk ordered from pharmacy and hung with new tubing. "

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that injector n35-o tubing was disconnected and leaked. The following information was provided by the initial reporter: material no.: 515052, batch no.: unknown. It was reported that the connector that was attached to the fk was detached from the injector. Per pir: "at 0600, pt called rn into room d/t his fk tubing becoming disconnected from his cvc. Upon entering the room, rn found blood and fk spilled all floor. The connecter attached to the fk was detached from the injector despite having a blue safety clip attached to it. Fk stopped, floor cleaned, and pt was disconnected from the tubing. New bag of fk ordered from pharmacy and hung with new tubing. "